Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not delver energy at all. The pre-cautery test was performed but the harvester said it seemed like it was "weaker" than normal, as if something wasn't quite right. However, it was determined that the kit was adequate enough to start the procedure. The surgeon reported hearing the beeping tones as normal, but again experienced what seemed like weaker energy than normal. As teh harvester was ligating branches about halfway through the harvest it stopped working/delivering energy in general. Power setting was at 3.5 and then it was adjusted to 3.0 towards the beginning of the harvest. The generator, adapter and cable were all recently confirmed as functioning normally. Once a new kit was opened everything was very smooth. The device for some reason malfunctioned from the start. There was no case delay and the case was completed successfully. No patient harm.